Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that an (2) ar-3638 fibertak black and white sutures would not toggle. The surgeon cut the sutures, allowing the implant to be removed from the patient. The case was completed by using an ar-2923bc.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.